Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motion sensor test failure. The customer¿s blood glucose level was 97 mg/dl at the time of the incident. The customer stated that the insulin pump had several motion sensor test failure after battery change. Customer also reported to have received a motor error alarm and displacement test was performed and completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Motion sensor test failure alarm during rewind due to corroded motor home switch. Unable to confirm motor error alarm or perform the operating currents measurement, self-test, off no power test, unexpected restart error test, displacement test, prime/compromised force sensor system test, occlusion test and no delivery test due to motion sensor test failure alarm. Insulin pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.